Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues product development event evaluation revealed the design has been evaluated and has been determined to be acceptable for the intended use. The material of the screwdriver shaft is x15 which is an appropriate material for an instrument of this type. The tip is a t25 stardrive and is designed to be used with the matrix screws and locking caps and fit inside the holding sleeves and other instrumentation in the system. The design has been demonstrated, when fully inserted into the recess, to withstand torques in excess of 14.5 nm without deformation or breakage. The technique guide specifies that final tightening of the locking caps should only be performed with a calibrated, synthes 10 nm torque handle with a caution that states never use a fixed or ratcheting t-handle screwdriver for this technique. If the torque limiting attachment is not used, breakage of the driver may occur. Examination of the returned part indicates that the screwdriver has been used off-axis (not inserted straight and fully) into the screws and locking caps. In addition, the deformation on the tips indicates that the driver was used for loosening and it does not appear from the damage that the torque limiting attachment was used as directed. Based on the details of the complaint condition and evaluation of the returned part, there is no indication of a design related issue evaluation of the design indicates that it is acceptable for the intended use and examination of the part shows that it has been used off-axis without the torque limiting handle. Therefore the complaint is deemed invalid.

Event description:
It was reported that during a transforaminal lumbar interbody fusion procedure, the tips of two t25 stardrive shafts and one t15 stardrive shaft sheared off. This is report 1 of 2 for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Event description:
This is report 1 of 2 for this complaint (B)(4).